Event description:
Rptr claims the end user (a child) fell forward out of chair and sustained black eyes. Position of big wheels was manipulated so end user could self propel. The chair has small wheel anti-tips.